Event description:
Patient had less than 0.5ml of cosomoderm injected in oral commissures and nasolabial lines. Three days post treatment with cosmoderm the patient began to experience symptoms of itching, erythema, and swelling, with some induration. The patient used locoid cream and topicort cream with no improvement in the symptoms. On the fifth day of symptoms the patient was treated with intralesional triamcinolone. The symptons were "almost totally resolved" within three days of this treatment. The physician diagnosed non-specific allergic dermatitis.